Manufacturer narrative:
A company representative assessed the system and was unable to replicate any issues with the system. The system met company¿s specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported a posterior capsule tear occurred during a laser assisted cataract procedure. Upon follow up, a patient did return to the operating room for a vitrectomy. Surgeon reported patient is doing fine that it is too early to tell if there would be any additional issues.